Event description:
The patient reported that he activated the pod on (B)(6); it was applied on his leg. The site was cleaned with alco-pads. When the device was removed on (B)(6) he noticed redness and discomfort. The next morning he noticed an infection at the insertion site. He visited his doctor and it was treated with antibiotics.

Manufacturer narrative:
Device was not returned for evaluation. We are unable to determine if any device condition could have contributed to the reported infusion site infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.